Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, this 980 ventilator generated alarm and stopped ventilation with safety valve open. It was also mentioned that this device generated background failure with "expiratory pressure auto-zero correction failure" error message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Correction: section h6 evaluation method, result and conclusion codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, this 980 ventilator generated alarm and stopped ventilation with safety valve open. It was also mentioned that this device generated background failure with "expiratory pressure auto-zero correction failure" error message. The device was available for evaluation. The service personnel (sp) evaluated the ventilator and found relevant diagnostic code in logs confirming backup ventilation. The sp replaced the exhalation valve assembly to resolve the issue. Additionally, the sp replaced the touchscreen controller printed circuit board assembly (pcba) as a secondary findings. The likely cause of the event was isolated in the field to a potential fault in exhalation valve assembly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: updated due to component return medtronic conducted an investigation based upon all information received. It was reported that during use on a patient, this 980 ven tilator generated alarm and stopped ventilation with safety valve open. It was also mentioned that this device generated background failure with "expiratory pressure auto-zero correction failure" error message. The device was available for evaluation. The service personnel (sp) evaluated the ventilator and found relevant diagnostic code in logs confirming backup ventilation. The sp replaced the exhalation valve assembly to resolve the issue. Additionally, the sp replaced the touchscreen controller printed circuit board assembly (pcba) as a secondary findings. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One exhalation valve assembly was received for failure analysis. The part was visually inspected and functionally tested with no malfunction or product deficiency identified. The replaced component resolved the issue in the field; however, the returned exhalation valve assembly was analyzed and was testing satisfactorily. With the information available a likely cause could not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.